Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a company representative regarding a female patient who was receiving morphine 30mg/ml at an unknown dose via an implantable pump for non-malignant pain. On an unknown date, the patient was not getting therapeutic relief. The healthcare provider (hcp) tried to aspirate the catheter during a dye study, but was unable to. The pump logs were checked and there were no issues. No volume discrepancies occurred to the company representative knowledge. The cause of the lack of therapy was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.